Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis, as listed in the absorb gt1 instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with an acute myocardial infarction. The procedure on (B)(6) 2015 was to treat a lesion located in the proximal left anterior descending (lad) artery. Vessel sizing was done with optical coherence tomography (oct). The lesion was predilated with a 3mm balloon catheter. A 3.0x23mm absorb gt1 was implanted. Post-dilatation was performed on the proximal and mid segments of the scaffold with a 3.5x12 mm high pressure balloon at 12 atmospheres (atm) with a good flow result of timi 3. The patient was placed on dual anti-platelet therapy (dapt) consisting of ticagrelor. On (B)(6) 2017, the patient was admitted with severe restenosis of the absorb gt1 scaffold. Oct was performed and a non-abbott stent was implanted with good result. Timi 3 flow was established. The final patient outcome was good. The patient was confirmed to have been compliant with their dapt. No additional information was provided.